Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a oralpak 10ml blue hospital was damaged and had foreign matter during use. The following was reported by the initial reporter: "when you remove the plunger to place the medicine, the plastic spreads into very small pieces inside the syringe. There is a risk of fragments remaining and being carried along with the medication and the child ingesting it."

Event description:
It was reported that a oralpak 10ml blue hospital was damaged and had foreign matter during use. The following was reported by the initial reporter: "when you remove the plunger to place the medicine, the plastic spreads into very small pieces inside the syringe. There is a risk of fragments remaining and being carried along with the medication and the child ingesting it."

Manufacturer narrative:
H6: investigation summary: the image provided show particle inside the syringe barrel. According the DHR evaluation it was not observed any record to this issue. After evaluating the images, it show the same characteristic resultant from the migration of the lubricant oil present at chemical composition of the raw material used in syringe production, inherent to the product. This lubricant was called oleamide oil with responsible to the movement from the plunger and barrel of the syringe, without this component the movement is impossible. This element was specific to the health care applications, as oral syringe, also was classified at category 1 ¿ medical devices. No impact to the health. This product has been evaluated in accordance with iso 10993 "biological evaluation of medical devices", and complies with all relevant sections.